Manufacturer narrative:
It was initially reported that there was a ¿defective pressure sensor¿ with the cardiohelp. No harm to any person has been reported. During visit of the getinge field service technician (fst), it was clarified that the exact failure was "negative delta p". Further information cannot be provided by customer. A getinge field service technician (fst) was sent for investigation and repair on 2023-01-11. The failure could not be confirmed and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The related hls set is not available for investigation. Further, the provided log files does not show the reported date of event (B)(6) 2023. The customer could not provide the exact event date, therefore no log files analysis could be performed. Thus, no exact root cause could be identified. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong plugged external pressure sensor or disconnection (mix up), defibrillator system, laser scalpel, rf system, connection of non-compatible senor, response time is too long, positive or negative pressure beyond specification (release of tubes), and too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-01-16 for the period of 2017-12-04 to 2023-01-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "defective pressure sensor¿ could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was initially reported that there was a ¿defective pressure sensor¿ with the cardiohelp. No harm to any person has been reported. During visit of the getinge field service technician, customer confirmed the exact failure was "negative delta p". Further information cannot be provided by customer. Complaint ID: (B)(4).